Event description:
It was reported to vyaire medical that the 3100 a oscillator stopped while connected to a patient. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite. 2k preventive maintenance was performed, gas inlet filters were replaced, the power supply was checked, the pressure transducer was adjusted and pneumatics function was checked. The ddi (dynamic displacement indicator) board was calibrated,patient circuit calibration was ran and vent performance checks were performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.